Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the short had not been identified; the bipolar pair 0+3 had an impedance of 37ohms while all other pairs were within normal limits. Additionally, no falls or trauma was reported to be related to the issue. It was noted that the implantable neurostimulator (ins) was replaced as it had reached elective replacement indicator (eri). During the replacement surgery, the connection to the battery was inspected but appeared to be ok. The impedances were not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va05agw, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0a3a0, implanted: (B)(6) 2013, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a health care provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. The manufacturing representative reported that impedances were measured to be low. Impedances were less than 50 ohms on electrode combination 0-3. The electrode pair with low impedances was not being used for programming. The patient's health care provider (hcp) had been programming around the shorts. No patient symptoms were reported. Refer to manufacturer report #3004209178-2016-07626

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.